Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a tego® connector reporting an adverse response during use. The report stated that the patient arrived feeling well with stable vitals, afebrile. Treatment initiated without difficulty. Within 10 minutes, patient developed chills and elevated temp. Blood cultures (2 sets) were drawn, which resulted in the patient having staphylococcus epidermidis (staph epi) bacteremia. There was no medication administered, only hemodialysis treatment. It was infused via a central line catheter. Intravenous (IV) antibiotics were administered after blood cultures were obtained. Patient hospitalized (B)(6) 2025 for cardiac workup to rule out endocarditis. The patient received 6 weeks of IV antibiotics and has now recovered. The patient received full hemodialysis treatment once the tego connector was removed. Bacteremia resolved following a course of IV antibiotics. There was no delay in treatment.

Manufacturer narrative:
D9 - date returned to MFR: 2/27/2026. Sixteen (16) brand-new tego¿ connector, appx 0.05 ml. Lot # 14226013 were returned for evaluation. As received, no damage or anomalies were observed. No mating device was returned for evaluation. The whole 15 samples met the product specification after been tested. Complaint cannot be confirmed or replicated. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.